Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose at the time of the call was 457 mg/dl. They treated with the insulin pump. Troubleshooting was performed. The customer opted to change the infusion set and reservoir. The infusion set¿s cannula was bent when they removed it from the site. The insulin pump will not be returned for analysis.